Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
The provider states the start up alarm isn't working. He tried an new on/off switch and a new alarm but they didn't work.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.if new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The provider states the start up alarm isn't working. He tried an new on/off switch and a new alarm but they didn't work.